Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to urinary incontinence. The patient experienced pain, recurrence, and urinary problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced abdominal pain, dyspareunia, vaginal scarring, stress urinary incontinence, and urethrovesical junction hypermobility.

Event description:
It was reported that following insertion the patient experienced abdominal pain, dyspareunia, vaginal scarring, stress urinary incontinence, and urethrovesical junction hypermobility.